Event description:
It was reported that the surgical team experienced difficulty in getting a proper fit of the device during use. This extended surgery time 30-60 minutes.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was returned. The dimensional inspection was completed with acceptable results per quality standards. Per the engineering investigation, there was over-segmentation of the distal medial femoral condyle, which would account for the error in block fit as noticed by the surgeon. Slice 13, in particular, had approximately 7 pixels of over-segmentation present near the anterior and distal femoral osteophyte, which would translate to approximately 3 mm of gap between the block and bone in surgery. Slices 11 - 16 were the most affected with varying levels of over-segmentation. Some of the over-segmentation is acceptable due to bridging between bone and anterior osteophytes on the distal medial femoral condyle closer to slices 15 and 16, but definitely slices 11 to 14 were not segmented properly. Considering that each slice is 2 mm thick, then this would mean for nearly 8 mm in the medial to lateral direction on the distal medial femoral condyle the surgeon would have noticed a gap between the bone and block, with the gap having an approximate maximum of 3 mm in the distal to proximal direction. Alignment of the femur was insignificant due to the segmentation errors. As a result of the investigation, the primary root cause of this issue is human error due to over segmentation. The investigating engineer reviewed the errors and acceptance criteria with the drafter/designer and case processing engineer responsible for the case. All employees involved in the design, manufacturing, and inspection of the quality of the product were informed of the complaint. We feel these actions will prevent recurrence of this failure going forward. Earlier this year, a CAPA was opened for complaints of this type to identify applicable corrective actions needed.